Event description:
The customer reported an incident where the ctg tracing for the fetal heart rate (fhr) was picking up the maternal heart rate (mhr) during labor and showing false positives. The hosp may have detected that the baby died in utero.

Manufacturer narrative:
The customer reported an incident where the ctg tracing for the fetal heart rate (fhr) was picking up the maternal heart rate (mhr) during labor after the hospital had detected that the baby died in utero. The clinicians verified that the fetus had no fhr by performing an ultrasound. The available info indicates that, during the verification of fetal viability that is normal clinical practice for fetal monitoring, the clinicians applied the internal fetal scalp electrode to the mother instead of the baby and derived the mhr instead of the fhr. In addition, the fetal monitoring by ultrasound also only could detect the mhr. The product labeling (instructions for use) warns clinicians to verify fetal life before beginning monitoring. There is no indication of any malfunction of the monitoring equipment or labeling (IFU). Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).